Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient wanted the pump out; the hcp (healthcare provider) did not want to take it out. The pump had been bothering the patient for the past year and hurting in the spine; she sometimes had an ¿electricity shock.¿ the pump had been alarming for 3 days. The pump was empty; it was refilled about a month ago. The pump was delivering dilaudid. It was later reported that the pump was empty as of (B)(6). The patient was having increased pain at the pump pocket it was ¿hurting in the front;¿ her stomach hurt and it was ¿messing with her bladder.¿ the pocket pain started ¿a while back¿/a couple of years ago; her physicians were aware; she had told them several times that she was having pain. She had pain on her side and major pain in her back/spine. The patient was having ¿major problems¿ with her pump. The pump was refilled on (B)(6) 2013. After the refill she had numbness for the first time; the patient couldn¿t move her legs and arms at all. She had a lot of headaches and she had so much pain; she felt paralyzed. The numbness felt like shocking and tingling. Following the refill, the patient returned to the office 3 more times ((B)(6)) to have the programming checked. It was noted that, the third day after the (B)(6) refill ¿the batteries were changed in the programmer.¿ the patient noticed the printout only had half the programming information when she went home. A week later, on (B)(6), the nurse called to check on the patient to see if she was okay. Approximately one week after the nurse called, "everything started;" numbness in arms and legs and feeling paralyzed. The patient was taken to the ER (emergency room) via ambulance with paralyzing pain. She felt numbness and tingling in her arms and legs; she was still having the tingling sensation. She had some tests for her heart and had significantly high blood pressure, ¿triple digits¿ on both her systolic and diastolic; nothing was done for her numbness and pain during this visit; there were no pump interventions. The patient believed that all of her pain and numbness issues were related to her pump therapy. The patient had never had back problems or back pain; she had always walked a lot. The pump was checked (B)(6) and the physician said the dose was probably too high; no MRI or x-ray was done previously. The last pump refill was (B)(6) 2013; the patient heard the low reservoir alarm prior to the august refill. The pump was filled with enough volume for only a month. The pump was refilled with dilaudid and fentanyl at that time and the pump dose was reduced. The low reservoir alarm was then (B)(6) 2013. The pump had been empty since (B)(6); the pump was still beeping; the patient heard the "siren." The patient had numbness and a tingling/stinging sensation in her veins which started after the pump went empty. The patient had difficulty walking and increased pain. The patient had an appointment to have the pump refilled. The patient was having back pain. Her pain had worsened and her chronic pancreatitis was trying to "upload" and increase her pain more. The patient¿s physician told her to go to the ER for treatment of her pancreatitis if needed. The patient took oral demerol and had to take more because the pump was empty. The patient routinely took her oral demerol with the pump for 3 weeks and then relied just on the pump medicine for one week. The patient¿s colostomy and hernia were on her left side. The pump was on her right side. The patient slept on her right side and sometimes the area got swollen. It was also noted that when the patient sat the pump moved. Additional information has been requested, but it was not available as of the date of this report.